Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d4, e1, e2, g1-2, g4, h2, h6, h7, h10. H7 - corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The pictures received show that the cement powder has leaked from the inner pouch. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before the operation, it was found that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Review of the complaint history determined the event is likely related to a product design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that before the operation, it was found that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.